Manufacturer narrative:
Device codes: 1354 not labeled. Internal file number - (B)(4). Correction: device code 1371 was removed. Evaluation summary: the device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, blood leaked from the connection between the guiding catheter and copilot. A new copilot was used to continue the procedure. There were no reported patient effects and there was no clinically significant delay in the procedure. No additional information was provided.